Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 100 mg/dl. The customer stated that they had unexpected restart alarm and pump doesn¿t work, and came on with a high pitch squeal. The customer¿s stated that the battery out the pump and the screen did not go off. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted. No unexpected high pitch noise noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.